Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. No further details are available at this time. A supplemental report will be submitted when the MFR's investigation is completed. See scanned page.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 1 day post implant, the pt was reported to have received a pump exchange. The info provided by the health care professional stated that the pt was placed unto extracorporeal membrane oxygenation (emco) prior to the pump exchange as a result of the pt's condition and the need for right side heart support.